Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 1.1, lab: 2.45. Patient's therapeutic range: 2.0-3.0 inr. Patient has been using the meter for about 2 years.

Manufacturer narrative:
Investigation pending.